Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there were no issues during the flush at the start of the procedure, but 2 hours into the procedure, when attempting to flush after bringing the catheter outside, the medical team found that the water jet from the tip of the ablation catheter was weak and had almost stopped. The correct catheter settings had been selected. There were no flow rate issues or changes at the start of the procedure. After changing the smart touch sf catheter, the issue was no longer reproduced, allowing for treatment to resume, and the procedure was completed without any problems. There were no char or also no visible debris. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there were no issues during the flush at the start of the procedure, but 2 hours into the procedure, when attempting to flush after bringing the catheter outside, the medical team found that the water jet from the tip of the ablation catheter was weak and had almost stopped. The correct catheter settings had been selected. There were no flow rate issues or changes at the start of the procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation tests of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The irrigation tests were performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31528570l and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).